Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. Per the manufacturer's marketing team, this heart lung machine (hlm) is a demonstration unit and is not used for clinical activity. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the user reported that the heart lung machine batteries were depleted. There was no patient involvement.